Event description:
It was reported by the patient that they had an appointment to receive therapy with electrical stimulation. The patient stated that while receiving the electrical stimulation therapy they received shock therapy from their device. Follow-up with the patient¿s clinic was attempted but was unable to obtain requested information after multiple follow-up attempts. The device remains in use. No patient complications have been reported as a result of this event. <(><<)>end>.